Manufacturer narrative:
Other relevant device(s) are: product ID: 3057. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a trial patient regarding an external neurostimulator (ens). Patient believes their device has moved and they feel pain when they increase stimulation. They also started to feel a stinging pain when adjusting stimulation themselves. Assistance was given and the patient decreased stimulation to a comfortable level. They also said their symptoms have improved. As a result of what was reported, they were advised to contact their healthcare provider (hcp) for medical advice or if they had questions about their health. The next day, patient said they were experiencing discomfort a little below the incision site and in their butt cheek; patient was experiencing painful stimulation so it was decreased to 0.5ma. They were advised to decrease stimulation to a comfortable level again if the discomfort comes back. No further patient complications have been reported as a result of this event.